Event description:
Healthcare professional reported left side ¿rupture/deflation.¿ additionally a healthcare professional confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "any creases and any creases with hole".

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a delamination total of the valve (adhesive failure). Crease/folding of implant: observed crease flat on the surface of the shell. Additional observations: white particles observed on the surface of the shell.